Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula crimped event on (B)(6) 2024. The event occurred after three hours of insertion and the insertion site was at abdomen. The set was in use for three days. The patient resolved the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.